Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the unstable thresholds and loss of capture were observed on the right atrial (ra) lead and consequently, due to implantable pulse generator (ipg) feature of the managed ventricular pacing (mvp), there was no ventricular pace. Ipg and ra lead remain in use. No patient complications have been reported as a result of this event.